Event description:
The pt has 2 leads (from the same lot) implanted. It was reported the pt experienced ineffective stimulation with her pns leads (off-label). Surgical intervention was undertaken on (B)(6) 2013 and the physician relocated one of the leads in order to provide the pt stimulation to her lower back.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.